Event description:
Following a catheterization procedure, an angio-seal device was deployed in the right groin in 2000. A pre-placement angiogram performed prior to the deployment revealed small artery size. There were no insertion difficulties experienced. The pt did well and was discharged the same day. On 4/27/2000, the pt presented with right groin pain and the absence of pulses. An ultrasound was performed revealing a clot and intimal damage. The pt was taken to surgery for a femoral embolectomy with a patch closure and removal of the angio-seal device. The pt is doing well and was discharged the day after surgery.